Manufacturer narrative:
(B)(4). A batch review was performed, and no issues were identified during manufacturing related to the reported condition.  Evaluation summary: one sample was received at the plant for evaluation. Visual inspection revealed that the luer lock pip was completely broken off. This confirmed the reported condition. The cause was determined to be handling /lateral force used by the end user. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a flogard blood administration set leaked. This occurred during a patient infusion of blood. The reporter stated that a leak was visible and noticed in the tubing near the patient¿s cannuli (down low on the set). There was a delay in the patient receiving blood. However, there was no patient injury or medical intervention associated with this event. No additional information is available.